Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical products: catalog # 00596403214 lot # 62512736 articular surface size ef 14 mm height "use with plate 3. Catalog # 00596401652 lot # 62576956 femoral component option size f right compatible with lps-flex prolong. Catalog # 66017772 lot # 76630083 palacos bone cement. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent revision surgery approximately 4 years after initial surgery due to tibial tray loosening.

Manufacturer narrative:
Visual examination of the returned product identified some nicks on the tibial plate. The ap and ml dimensions were measured and found to be conforming to print specifications. The complaint is confirmed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified loosening of the tibial component and resulting varus alignment of the knee. Per the nexgen cr, ps, cra, lps, and lcck knee package insert, loosening is a known potential adverse effect of this procedure. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.